Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient stated they developed hives on their entire body. The patient indicated that barrier products were utilized prior to insertion of the patch. She contacted her physician who prescribed unspecified steroids for the reaction. At the time of report, the patient¿s skin was healing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5094780.

Event description:
Subsequent to the initial MDR, additional information was provided.